Event description:
The customer obtained imprecise vitros crbm and phyt quality control results while using the vitros 5600 integrated system. Vitros crbm results of 8.1 and > 20.0 g/ml were obtained from the vitros tdm pv iii fluid versus the expected value of 14.35 g/ml. A vitros crbm results of 19.8 g/ml was obtained from the biorad level 2 fluid versus the expected value of 15.1 g/ml. In addition, the following vitros phyt results were obtained from the biorad level 1 fluid (expected value of 10.46 g/ml) and the biorad level 2 fluid (expected value of 22.82 g/ml ): biorad level 1 (g/ml): 13.76, 13.91, 13.17, 14.64, 13.74, 13.48, < 3.0, 13.46, 12.56, 13.19, 13.95, 13.19, 13.13, 23.47, 13.18, 14.8, 14.1. Biorad level 2 (g/ml): 38.1, 38.37, > 40.0, 31.28, 27.83, 32.84, 35.24, 33.45, 38.19, > 40.0, 27.59, 11.12, 38.86, > 40.0, < 3.0, 32.32, > 40.0, > 40.0, 32.60, 30.96, 36.52, 28.62, 34.89, > 40.0, 30.69, 38.12, 32.51, 35.46. Biased results of the direction and magnitude observed may lead to inappropriate physician action if patient samples were affected. There was no report of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. (B)(4).

Manufacturer narrative:
The investigation determined that imprecise vitros crbm and phyt quality control results were obtained while using the vitros 5600 integrated system. Results of precision testing demonstrated that the vitros 5600 integrated system was not performing as expected at the time of the event. An ocd field engineer replaced the slide alignment bearing assemblies and optimized the insert blade adjustments to return the instrument to expected operation. Following these service actions, acceptable vitros crbm and phyt performance was observed. There was no evidence to suggest that the vitros crbm or phyt reagent malfunctioned. The magnitude of bias observed in this event as well as the increased frequency of occurrence were caused by an instrument related issue addressed by service, use of an unverified atypical calibration curve, and user error in not establishing biorad quality control baseline mean and sd values for the reagent lots in use as recommended in the "quality control procedure recommendations" section of the reagent instructions for use.